Event description:
Upon assessment, found total parenteral nutrition (tpn) IV tubing disconnected from broviac. Was disconnected at male end at broviac site. Broviac was cleaned with alcohol wipes, flushed with saline and flushed with heparin. Physician notified. Patient at goal feeds, tpn disconnected.